Manufacturer narrative:
(B)(4). Investigation summary: no device was received for examination, therefore the reported event could not be confirmed. Depuy considers the investigation closed. Should additional information be received, the information will previewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent tka surgery for oa. It was found that both the tibial impactor and the power tool were partially sticky. Both devices were cleansed and sterilized again. No further information is available. Whether the stickiness is due to oil or dirt has not been reported.